Event description:
This unsolicited case from malaysia was received on 24- jan-2017 from physician (orthospecialist). This case concerns a (B)(6) male patient who received treatment with synvisc injection and after 07 days of starting the treatment, patient had severe knee pain and swelling post injection. No relevant concomitant medications and past drug were reported. Patient was diagnosed with grade iii osteoarthritis of knee. On (B)(6) 2017, patient received treatment with first synvisc injection at a dose of 2 ml (batch/lot: 6rsp006a and expiration date: 30-apr-2019; route and frequency: not reported) for osteoarthritis of knee. Patient received second dose of synvisc injection on (B)(6) 2017. On the same day, 7 days after receiving the first synvisc injection, patient developed severe knee pain and swelling post second injection. It was reported that the treating physician gave steroid on (B)(6) 2017 to relieve symptoms (pain and swelling). Patient received third dose of synvisc on (B)(6) 2017. It was reported that no reaction developed after third injection. Action taken: no action taken. Outcome: recovered for both events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The production and quality control documentation for lot # 6rsp006a expiration date (04/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 6rsp006a no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 07-feb-2017, there were 2 complaints on file for lot# 6rsp00a: (2) adverse report events. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criterion: required intervention for both the events additional information was received on 07-feb-2017. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 07-feb-2017: the follow up information does not change the overall case assessment. Sanofi company comment dated 25-jan-2017: this case concerns a patient who developed knee pain and swelling after receiving synvisc injection. The events have been assessed as related to the product because injection site reactions are expected after the use of synvisc and are well documented. This report does not alter the known safety profile of the product.

Event description:
This unsolicited case from (B)(6) was received on 24- jan-2017 from physician (orthospecialist). This case concerns a (B)(6) male patient who received treatment with synvisc injection and after 07 days of starting the treatment, patient had severe knee pain and swelling post injection. No relevant concomitant medications and past drug were reported. Patient was diagnosed with grade iii osteoarthritis of knee. On (B)(6) 2017, patient received treatment with first synvisc injection at a dose of 2 ml (batch/lot: 6rsp006a and expiration date: 30-apr-2019; route and frequency: not reported) for osteoarthritis of knee. Patient received second dose of synvisc injection on (B)(6) 2017. On the same day, 7 days after receiving the first synvisc injection, patient developed severe knee pain and swelling post second injection. It was reported that the treating physician gave steroid on (B)(6) 2017 to relieve symptoms (pain and swelling). Patient received third dose of synvisc on (B)(6) 2017. It was reported that no reaction developed after third injection. Action taken: no action taken. Outcome: recovered for both events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for both the events. Pharmacovigilance comment: (B)(4) comment dated 25-jan-2017: this case concerns a patient who developed knee pain and swelling after receiving synvisc injection. The events have been assessed as related to the product because injection site reactions are expected after the use of synvisc and are well documented. This report does not alter the known safety profile of the product.